Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that during removal of a tunneled central venous dialysis catheter, the cuff remained in the patient post line removal. The cuff remained somewhat adherent to the catheter (they could see the fiber remnants as fuzz around the line afterwards). It seemed the bulk of the outer part remained well-fibrosed to surrounding patient tissues and could not be separated from the patient non-surgically. It will need to be surgically removed (procedure still pending). There was no patient injury or ill effect.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.